Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The system then passed the system checkout and was found to be fully functional.

Event description:
Medtronic received information that, while in a cranial resection, the patient tracker moved when the site attempted to re-position the bed and it made contact with the mayo stand. The surgeon opted to complete the procedure without the use of the navigation system. There was no reported delay to the procedure due to this issue. There was no reported impact on patient outcome. No additional information was provided.